Manufacturer narrative:
(B)(4). Concomitant products: 650-1055 514020 biolox delta option ceramic head 28mm head diameter type 16/18 taper; 650-1066 433000 biolox option taper adapter standard neck type I taper. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03790, 0001825034-2017-03792.

Event description:
It was reported patient was revised two years post-implantation due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.